Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels, pain and hypotension and slow flow or no reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback 360 precision coronary orbital atherectomy device (oad) was used for treatment in a 95% stenosed, calcified and tortuous mid left anterior descending artery (lad) with a diagonal branch bend. Following an unsuccessful attempt to advance a sapphire balloon, the oad was advanced. The oad was spun for two treatments on low speed. A perforation was observed in the bend of the lad. The patient began experiencing chest pain, low blood pressure and loss of the diagonal branch. Several stents, followed by two covered stents placed distal and proximal was performed to treat the perforation. Echo showed a small amount of fluid in the pericardium, but no additional percutaneous coronary intervention was performed (pci). The patient was stable. The physician's opinion was the oad caused the perforation, but the patient's anatomy may have contributed.